Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-may-2021. The most recent information was received on 17-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anaemia"), pruritus ("itching"), ear disorder ("otorhinolaryngology problems"), nasal disorder ("otorhinolaryngology problems"), laryngeal disorder ("otorhinolaryngology problems"), dry eye ("dry eyes"), blindness ("loss of vision"), vertigo ("vertigo"), arthralgia ("joint pain"), inflammation ("inflammation"), fatigue ("fatigue") and pain in extremity ("painful legs at night") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, iron deficiency anaemia, pruritus, ear disorder, nasal disorder, laryngeal disorder, dry eye, blindness, vertigo, arthralgia, inflammation, fatigue, weight increased and pain in extremity outcome was unknown. The reporter considered arthralgia, blindness, dry eye, ear disorder, fatigue, heavy menstrual bleeding, inflammation, iron deficiency anaemia, laryngeal disorder, nasal disorder, pain in extremity, pruritus, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 93 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 31-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anaemia"), pruritus ("itching"), ear disorder ("otorhinolaryngology problems"), nasal disorder ("otorhinolaryngology problems"), laryngeal disorder ("otorhinolaryngology problems"), dry eye ("dry eyes"), blindness ("loss of vision"), vertigo ("vertigo"), arthralgia ("joint pain"), inflammation ("inflammation"), fatigue ("fatigue") and pain in extremity ("painful legs at night") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, iron deficiency anaemia, pruritus, ear disorder, nasal disorder, laryngeal disorder, dry eye, blindness, vertigo, arthralgia, inflammation, fatigue, weight increased and pain in extremity outcome was unknown. The reporter considered arthralgia, blindness, dry eye, ear disorder, fatigue, heavy menstrual bleeding, inflammation, iron deficiency anaemia, laryngeal disorder, nasal disorder, pain in extremity, pruritus, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.